Event description:
It was reported that during the implant this lead was not able to sense or pace. Two to four times were made to get lead parameters, but it was not possible. A new lead was thus used. This lead was expected to be returned for analysis. Should the lead be returned analysis will be performed and this investigation will be updated. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact code.

Event description:
It was reported that during the implant this lead was not able to sense or pace. Two to four times were made to get lead parameters, but it was not possible. A new lead was thus used. This lead was expected to be returned for analysis. Should the lead be returned analysis will be performed and this investigation will be updated. No adverse patient effects were reported.